Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon could not control instruments on universal surgical manipulators (usms) 1 and 2 from the surgeon side console (ssc) master tool manipulator (mtm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse observed that the left finger clutch would not pop out automatically and caused the clutch to not close properly. The fse replaced the mtm to resolve the reported problem. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure during visual inspection. The finger clutch does not pop out. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control instruments on universal surgical manipulator (usm) 1 and usm 2 from the surgeon side console (ssc) master tool manipulator (mtm). There was no error message at the time of the event. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to reseat the sterile adapter and power cycle the system, but the customer was not able to reboot the system at the time of the call. The site continued with the procedure as planned. There was no reported injury. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.